Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is from 100 to 120 mg/dl. Testing performed twice daily. Customer feels tired but observed no other symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 08/17/2017 and open vial date is (B)(4) 2015. Recall test results performed fasting from meter memory: 192mg/dl (B)(6) 2015 08:31pm; 248mg/dl (B)(6) 2015 06:22pm; 204mg/dl (B)(6) 2015 04:15pm; 236mg/dl (B)(6) 2015 01:48pm; 158mg/dl (B)(6) 2015 07:17am; adverse event reported.

Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction user's test strip had poor storage.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 100 to 120 mg/dl. Testing performed twice daily. Customer feels tired but observed no other symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 08/17/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:192mg/dl (B)(6) 2015 08:31pm. 2:248mg/dl (B)(6) 2015 06:22pm. 3:204mg/dl (B)(6) 2015 04:15pm . 4:236mg/dl (B)(6) 2015 01:48pm . 5:158mg/dl (B)(6) 2015 07:17am . Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.